Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicating that the suspected cause for high thresholds was not fully known. The physician initially thought that the lead had perforated, but no evidence of perforation was noted upon extraction. The behavior was attributed to the leads' positioning. In addition, hospital currently has possession of the rv lead and will be sent back. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a detailed analysis of this lead was performed. It was noted in the x-ray performed that the cathode conductor coil was fractured from terminal pin end. Moreover, could not confirm the allegation on high pacing threshold. Further, the lead failed on continuity test with manipulation performed.